Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device was returned with no battery. The device turned on using ac while in docking station. The device display shuts down immediately after removal from docking station. When the device power button was depressed it remained depressed for 3 seconds after button was released instead of returning to the original form immediately due to a defective keypad. The device was found to visually and audibly alarm during alert conditions and was able to obtain readings. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the radical-7 power button sticks and causes the unit to power on then power off by itself or will be hard to power on or off. No patient impact or consequences were reported.